Event description:
It was reported that this right ventricular (rv) lead was broken confirmed through magnetic resonance imaging (MRI). This rv lead was programmed off due to of being broken and patient does not need a replacement. This lead remains implanted and will not be returned. No additional adverse patient effects were reported.